Event description:
Additional information was received that the device continued to exhibit high shock lead impedance measurements. No adverse patient effects were reported. The device remains in service.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) caused a red alert to be declared due to high shock impedances. The patient's physician is aware of the situation and the pacing system remains implanted at this time (the right ventricular (rv) lead model and serial number are unknown) no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.